Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause of ceramic head failure is wear and tear from repeated removal and attachment. However, the root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited loose ceramic head. There was no patient involvement.